Event description:
It was reported that while in use on a patient, the 840 ventilator generated a background check breath delivery unit (bdu) alert indicating a bd electrically erasable programmable read only memory (eeprom) checksum error, which could lead to loss of ventilation. There was no reported patient injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 ventilator generated a background check breath delivery unit (bdu) alert indicating a bd electrically erasable programmable read only memory (eeprom) checksum error, which could lead to loss of ventilation the ventilator was not made available to medtronic for evaluation. The distributor evaluated the unit and, based on the reported code, determined that the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) required replacement. Additional parts not associated with the event were also identified as needing replacement, including the graphical user interface handle and lock, as well as the power cord and its holder. With the information available, the cause of the event was isolated to a potential fault in bd cpu pcb. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.